Manufacturer narrative:
After the operator did the transfemoral catheter angiography (tfca) case, the 5f mynxgrip vascular closure device (vcd) was used, and although it was used normally, it failed because hemostasis did not work. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The procedural sheath was on the catheter and fully retracted. The sealant and advancer tube were not returned with the device. The condition of the returned device is similar to a complete removal of the device. The device was inspected for anomalies which may have contributed to the reported incident, and no anomalies were observed. Per functional analysis, the sealant and advancer tube of the returned device were not returned. Therefore, no functional tests could be performed on the returned device. A product history record (phr) review of lot f1917703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Without the return of the complete device, a full physical evaluation could not be performed. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
<P>please note updates to sections d8 and h8 which were blank in the initial submission.</p><p>&nbsp;additionally, the device was returned and the engineering report is pending contrary to the initial report.&nbsp; it will be submitted within 30 days upon completion.</p>;

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After the operator did the transfemoral catheter angiography (tfca) case, the 5f mynxgrip vascular closure device (vcd) was used, and although it was used normally, it failed because hemostasis did not work. There was no reported patient injury. The device will be returned for evaluation